Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: accutrak delivery catheter system, product ID: dcs, lot number(s): unknown. Citation: kilic r, et al. Comparison of balloon-expandable and self-expandable valves in patients with transcatheter aortic valve im plantation in terms of demographic and complications and evaluation of the predictors of complications: a retrospective single center experience. Turkiye klinikleri j cardiovasc sci. 2023;35(1):13-20. Doi:10.5336/cardiosci.2023-9 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. The death report pertaining to this literature article was submitted in MDR number 2025587-2023-04976. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a comparison of balloon-expandable (be) and self-expandable (se) valves in patients who underwent transcatheter aortic valve implantation (tavi). Of the 96 patients in the study population, 41 received a non-medtronic edwards sapien be valve and 55 received a medtronic corevalve se valve. Among all 96 patients, 12 deaths occurred (be: 7, se: 5). Causes of death comprised: cardiac tamponade (4), malignant arrhythmia (3), complete atrioventricular (av) block (2), coronary embolism (1), iliac artery injury (1), and infection (1). The authors tallied the following complications for both the be (non-medtronic) and se (medtronic) groups: cardiac tamponade (be: 5, se: 2), complete av block (be: 2, se: 7), femoral artery injury (be: 3, se: 1), infection (be: 2, se: 0), malignant arrhythmia (be: 2, se: 2), coronary embolism (be: 1, se: 0), iliac artery injury (be: 1, se: 1) and stroke (be: 2, se: 0). Based on these details, medtronic product may have been a contributing factor in the deaths due to cardiac tamponade, malignant arrhythmia, complete av block, and iliac artery injury. Other adverse events where medtronic product may have been a contributing factor included: permanent pacemaker implant for complete av block, surgical repair for arterial injuries, pericardiocentesis to address tamponade, paravalvular leak (mild to severe), and prolonged hospitalization. No further information pertaining to medtronic products was noted.